Event description:
It was reported that, during a remote follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. Provocation testing was performed and the noise was reproducible with shoulder movements. The suspected cause of the event was ra lead insulation damage. No intervention had been performed at this time. The patient was stable and will continue to be monitored.